Event description:
Abbott seems to be taking easy way out with lingo. Have a look at all the complaints at https://www.trustpilot.com/review/hellolingo.com , they are acknowledging all the issues actively, encouraging and collecting feedback but not being reported to FDA. This is a clear violation of the process and as a tester in the team cannot tell how the lingo leadership team with no medical devices experience is trying to find ways to circumvent FDA process as is clearly evident in https://www.trustpilot.com/review/hellolingo.com please audit asap and I will help you.